Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2020-00348: case 2, 3025141-2020-00349: case 3, 3025141-2020-00350: case 4.

Event description:
Article: safety and efficacy of surgical fixation of fibula fractures using an intramedullary nail: a retrospective observational cohort study in 30 patients; boni, guilherme; sanchez, gustavo t.; arliani, gustavo; zellle, boris a.; pires, robinson e; and dos reis, fernando b; patient safety in surgery (2019) 13:31. Case 1: patient experienced significant loss of reduction post op following implantation of a fibula nail. A second surgery was performed as a result.